Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the stent found that the crimped stent on the device was damaged at the mid-section. Stent struts at the mid-section were deformed, distorted and slightly lifted upwards from the stent profile. The proximal & distal crimped stent profile was not damaged and found within specification. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 2.25x32mm promus element plus drug eluting stent was selected for use and advanced to treat the target lesion. However, during the procedure, it was noticed that the stent broke when removed from the sheath. The device was removed completely with the delivery system. The procedure was then completed with another 2.25x32 mm promus element stent. No patient complications were reported and patient's status was fine.

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 2.25x32mm promus element¿ plus drug eluting stent was selected for use and advanced to treat the target lesion. However, during the procedure, it was noticed that the stent broke when removed from the sheath. The device was removed completely with the delivery system. The procedure was then completed with another 2.25x32 mm promus element stent. No patient complications were reported and patient's status was fine.